Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a hemodynamic monitoring procedure, the pressure monitoring set near the blood draw septum was found to be leaking. No injury to report.